Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1.1 pocket b1 was failed and cubie would not open. A field service engineer (fse) replaced t board and controller broads and hardware test application testing was completed successfully to resolve. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer failed and the cubies would not open. The user received a hardware error when attempting to access the drawer. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.